Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol composix kugel mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol composix kugel mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided. (B)(6) 2007 - patient was diagnosed with insicional hernia thereby underwent laparoscopic repair with implant of composix kugel mesh (device 1 and 2). Per op notes, ¿the hernia sac with omentum was identified in the anterior abdominal wall and the omentum was reduced. A composix kugel mesh (device 1) was placed and tacked. A composix kugel mesh (device 2) was also placed overlap on this defect and sutured¿. (Ppf/mrr) (B)(6) 2007- patient was diagnosed with abscess of abdominal wall thereby underwent open repair. Per op notes, ¿area of cellulitis and fluctuance was identified and the pus was drained immediately. Necrotic tissue was curetted from the sides of the abdominal cavity¿. (Ppf/mrr) (B)(6) 2017- patient was diagnosed with infected mesh and abscess of abdominal wall, thereby underwent open repair with explant of composix kugel mesh (device 1 and 2). Per op notes, ¿the abscess was identified in the left lower quadrant. The abscess cavity was drained. Mesh was involved in the abscess wall was excised.¿ (ppf/mrr)